Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: infection.

Event description:
Patient reported "exchange from textured to textured to smooth due to the patient concern of the implant and had a breast infection in 2019". This record is for the right side. Device remains implanted.